Event description:
It was reported that the patient underwent an anterior cervical fusion. It was reported that during removal, the distal tip of the prefixation pin broke off and was left contained within the plate in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.